Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was found to have a broken tip. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "forceps broke at the tip and nail junction, losing all movement during the procedure." For clarification, the instrument was found to have the main tube broken. No material was found missing. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .142¿ - .381 in length and were not aligned with the tube axis. The instrument's' distal clevis was found to have scratch marks. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity test. No thermal damage was observed.